Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that, inner sheath couldn¿t advance in the outer sheath due to the impediment. The second catheter was used to complete the operation. There was no report on adverse event on patient. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The hemostatic valve was dislodged. It was reported that, inner sheath couldn¿t advance in the outer sheath due to the impediment. The second catheter was used to complete the operation. There was no report on adverse event on patient. Additional information: the resistance they were having with the sheath when they were trying to put the dilator into the sheath. There was no physical damage on sheath/dilator. There was no occlusion when irrigating the sheath. Unknown if the sheath is either narrowed, partially blocked or completely blocked. The dilator was still able to be moved through the sheath but it was very hard. The dilator is not stuck in the sheath. The hemostasis valve(gasket) is not broken and the hemostatic valve/brim cap/hub have not become detached from the sheath. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that, inner sheath couldn¿t advance in the outer sheath due to the impediment. The second catheter was used to complete the operation. There was no report on adverse event on patient. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The hemostatic valve was dislodged. It was reported that, inner sheath couldn¿t advance in the outer sheath due to the impediment. The second catheter was used to complete the operation. There was no report on adverse event on patient. Additional information: the resistance they were having with the sheath when they were trying to put the dilator into the sheath. There was no physical damage on sheath/dilator. There was no occlusion when irrigating the sheath. Unknown if the sheath is either narrowed, partially blocked or completely blocked. The dilator was still able to be moved through the sheath but it was very hard. The dilator is not stuck in the sheath. The hemostasis valve(gasket) is not broken and the hemostatic valve/brim cap/hub have not become detached from the sheath. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On 27-jan-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).